Manufacturer narrative:
The touchscreen assy,12.1" was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the touchscreen per the cardiosave service manual and no visual damage was observed. The technician installed and tested the display into the cardiosave test fixture to factory specifications. Which passed and could not verify the reported failure of blood pressure readings were not accurate. The front end board was sent to the supplier for failure analysis per procedure. The touchscreen functioned normally, however it's appearance on the upper part of the display did not look normal. When compared to a properly working touchscreen, it was determined that on the upper part of the display on the defective touchscreen, there was a yellow tint bleeding through, where on a good touchscreen there is no yellow tint. The national repair center verified the failure of the touchscreen film warping. Retaining the touchscreen in the national repair center per procedure.

Event description:
It was reported that during in house inspection performed by a getinge service representative that the film on the touch screen (operation unit) was floating in the cardiosave intra-aortic balloon pump (iabp). It was later clarified that the touchscreen film was found to be warping. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. The getinge service representative who encountered the issue replaced the touchscreen assembly, 12.1 and the iabp was delivered to the customer facility for clinical use. The suspected faulty touchscreen assembly has been requested to be returned for failure investigation. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during in house inspection performed by a getinge service representative that the film on the touch screen (operation unit) was floating in the cardiosave intra-aortic balloon pump (iabp). It was later clarified that the touchscreen film was found to be warping. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during in house inspection performed by a getinge service representative that the film on the touch screen (operation unit) was floating in the cardiosave intra-aortic balloon pump (iabp). It was later clarified that the touchscreen film was found to be warping. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: g4 (date received by mfg is corrected to 2020-12-14).